Event description:
Info received indicates the head section will not lower due to a bent head hydraulic cylinder.

Manufacturer narrative:
The technician replaced the head hydraulic cylinder to repair the bed.